Event description:
This patient was randomized to the study in 2007. At index procedure, a bifurcating lesion at mb of proximal left anterior descending (lad) and side branch at 1st diagonal were treated using crushing technique. Both stents were pre-dilated and post dilated and 18 atms. Intravascular ultrasound (ivus) was not performed. At six month follow-up, ivus showed malposition of the proximal cypher stent in the main branch of the proximal lad. The proximal lad was treated with plain old balloon angioplasty (poba). The residual stenosis was zero percent on both the main branch and side branch. Final timi was iii. The patient also experienced stable angina ccs 1.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products reported for the same vent. Please reference mfg reports#" 9616099-2007-02112 and 9616099-2007-02113. Any add'l info will be submitted within 30 days of receipt.